Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for intractable spasticity. The pump was used to deliver unknown baclofen. It was reported that the hcp could only get approximately 35ml of drug in the pump. The hcp aspirated and repositioned the needle and still could only get about 35ml of drug in. The hcp confirmed that the patient had not had hyperbaric treatment, gone scuba diving, or had fallen on the pump. Technical services reviewed that they could do imaging to see if the outside of the pump looked normal.